Manufacturer narrative:
Literature article: case series of early structural valve deterioration of trifecta bioprosthesis - new zealand experience. As reported in a research article, an event of severe valvular regurgitation due to a cusp tear was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review, and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Using the device in a position not recommended in the instructions for use could have contributed to the reported event.

Event description:
The article, "case series of early structural valve deterioration of trifecta bioprosthesis - new zealand experience", was reviewed. The article presented a case study of an 87-year-old female with significant history of paroxysmal atrial fibrillation on warfarin and mild renal impairment. It was reported that on an unknown date, a 21mm trifecta valve was implanted in the patient with a concomitant coronary aortic bypass graft procedure. The patient presented 17 months later with moderate to severe valvular regurgitation due to a cusp tear confirmed via transesophageal echocardiography (tee). A decision was made to explant the valve and replace with a 23mm non-abbott valve. The article concluded the trifecta valve has an acceptable safety profile and offers good hemodynamics due to the externally mounted leaflets. However, their experience of early svd and failure is concerning for valve durability. Further comparison to other bioprosthetic valves and longer term follow-up are required to characterize the mechanism of failures. [(B)(6)]. Post-procedural complications included: valvular regurgitation, surgical intervention, hospitalization, torn cusp *patient 2*.